Event description:
During a sacro iliac screw implant procedure the threaded guide wire calibration line was rubbed off after insertion by the wire driver making the measurement with a depth gauge unattainable. A replacement threaded guide wire was placed along side the inserted guidewire to obtain proper measurement for screw size. No delay to procedure no patient consequence reported.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.